Event description:
The customer reported that the system shut down without command during fluoroscopy. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair info in unavailable at this time.